Event description:
It was reported that within a couple of days of implant, the left ventricular (lv) lead was found to have dislodged. The lead was repositioned, and remains in use. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead -(B)(6) 2011; 4076 implantable pacing lead - (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.